Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Other text : device not returned to manufacturer.

Event description:
On (B)(6) 2019 maquet sas became aware of an situation where screw from the spring arm cover fell down and flattened on the sterile cover over the patient. There wasn't any injury reported due to this case, however we decided to report this case in abundance of caution as any parts falling down from the device could be a source of contamination what could result in serious injury.

Manufacturer narrative:
Getinge became aware of an situation where screw from the spring arm cover fell down and flattened on the sterile cover over the patient. There wasn't any injury reported due to this case, however we decided to report this case in abundance of caution as any parts falling down from the device could be a source of contamination what could result in serious injury. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to incident. In the time when the event occurred the device was being used for patient treatment. When reviewing similar reportable events for the same device, we have been able to find several similar fault descriptions compared to the situation investigated here, in none a serious injury or worse occurred. The main probable root cause is incorrect tightening of covers side screws during assembly or maintenance. To prevent any similar incident it is recommended to securely tighten the screw covers and perform visual inspection during maintenance as indicated in manual. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by the manufacturing site. Additional information will be provided upon results of investigation.